Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, resulting in the resolution of the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction recurs, which the caller acknowledged and understood.